Event description:
After pressing the "enable fibber" button, the residual capacitor voltage was internally discharged for about 2 or 3 minutes; after there was no "induce fib" button on the screen. The programmer indicated that the selected process could not be done. Another programmer was used with the same results. The ICD was replaced.